Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 24 and 36 hours on the arm. It was noted that the needle did not retract. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. No blood was observed on the adhesive pad or the device. This issue resulted in the formed needle failing to retract and contributed to the reported symptom. No other damages or manufacturing deficiencies were found during the investigation.